Event description:
It was reported that during a lobectomy procedure, the device was difficult to fire, and the staples were nonconforming. In addition, once firing was completed, some of the staples were still in the cartridge. A like device was used to complete the procedure with no consequence to the patient.